Event description:
The customer obtained non-reproducible, higher than expected troponin I es results from multiple patient samples (patient1= 0.108 vs. Expected <0.012 ng/ml, patient2= 0.077 vs. Expected <0.012 ng/ml, patient3= 0.161 vs. Expected <0.012 ng/ml) processed on a vitros eciq immunodiagnostic system. Biased results of the magnitude and direction observed may lead to inappropriate physician action if the results were to recur undetected using patient samples. The higher than expected tropi es patient results were not reported from the laboratory as it is assumed laboratory protocol requires samples with critical values to be repeated prior to reporting. There was no allegation of inappropriate medical action or patient harm due to the non-reproducible troponin I es result. (B)(4).

Manufacturer narrative:
The investigation determined that non-reproducible, higher than expected troponin I es results were obtained from multiple patient samples while using the vitros eciq immunodiagnostic system. The investigation could not determine a definitive cause. There was no indication that a vitros instrument issue contributed to the event. The investigation determined the sample was not processed in accordance with the tube manufacturer¿s recommendations. It is possible that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed. The root cause of this event is unknown. However, a pre-analytical sample processing issue or a troponin I es reagent issue cannot be ruled out as potential contributing factors.